Event description:
In 2007, pt was implanted with perigee graft. In 2008, pt reported slight pain during walk. The site reported the severity as mild. Possibly related to the procedure and unlikely to the device.